Event description:
It was reported that the patient experienced ineffective therapy. The patient underwent a trial procedure where the leads were externalized to test new stimulation algorithms with an upgraded ipg. However, during this procedure the physician decided to reposition one of the already implanted leads. It is not known which lead was repositioned. Good stimulation coverage was achieved after the lead was repositioned.

Manufacturer narrative:
Block d6a implant date: 2017, month and day unknown. Additional suspect medical device components involved in the event: brand name: avista MRI upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 20879072.